Event description:
Per the clinic, the patient underwent receiver-stimulator repositioning surgery on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.